Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4)has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient reportedly passed away at home. The patient was taken to the hospital. Per clinical review of the available ECG data, the device started up at 07:48:58 on (B)(6)2020. The device detected an arrhythmia at 07:56:00 with response button use, while the patient was in a sinus rhythm at 90 bpm degrading to vt from 160 bpm to 180 bpm with varying amplitudes and heart rates. The detection stopped at 07:57:06. The device detected an arrhythmia at 07:57:19, while the patient was in vt at 190 bpm slowing to vt at 140 bpm with varying amplitudes and heart rates. The detection stopped at 07:58:10. The patient was seen in vt at 140 bpm slowing to vt at 120 bpm transitioning to an idioventricular rhythm at 70 bpm slowing to an idioventricular rhythm at 20 bpm from approximately 07:58:08 to 08:07:40. The device detected asystole five times from 08:08:59 to 08:10:26, while the patient was in an idioventricular rhythm at 50 bpm slowing to an idioventricular rhythm at 10 bpm degrading to asystole. The device detected an arrhythmia four times from 08:16:14 to 08:25:30, while the patient was in asystole with intermittent cardiac activity. The device then detected asystole at 08:25:52, while the patient was in asystole with intermittent cardiac activity. The device then detected an arrhythmia twenty-four times from 08:27:34 to 09:02:28, while the patient was in asystole with intermittent cardiac activity with CPR/motion artifact. The device then detected asystole at 09:04:05, while the patient was in asystole with CPR artifact. The device detected an arrhythmia at 09:05:53, while the patient was in asystole with CPR artifact. The device then detected asystole three times from 09:08:19 to 09:10:04, while the patient was in asystole with CPR artifact. The patient was in asystole with CPR/motion artifact from 09:12:17 until the electrode belt was disconnected at 09:33:38 on (B)(6) 2019. The device properly detected vt, however response button use, vary amplitudes, varying heart rate, and the fact that the rate was not sustained above the prescribed rate threshold long enough for the lifevest to complete the treatment sequence. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.